Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly.

Event description:
The customer reported via phone call that the insulin pump had flashing display. The customer¿s blood glucose was 160 mg/dl. Customer stated the contacts on the battery cap were missing. Customer stated battery compartment is neither damaged nor corroded. The device will be returned for the analysis.